Event description:
Cross-reactivity issue with accula in 5 samples. No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
Analysis & conclusions: mesa has concluded the investigation of this complaint and determined that the samples were as expected based on the analysis of each sample type. Mesa continues to track, trend, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.